Event description:
A hospital in (B)(6) reported that an rt134 adult breathing circuit was leaking air from the water trap during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt134 adult breathing circuit was pressure tested and submerged in a water bath to test for leaks. A lot check was not performed as no lot number was provided. Results: the pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified the leak to be at the connection between the lid and bowl of the water trap. Conclusion: all circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed post production, possibly during transport, storage or use. The user instructions for rt134 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarm." (B)(4).